Event description:
The customer alleged the unit was leaking cidex opa solution. The customer stated the hose attached to the y-connector at the top of the basin was dripping fluid onto the floor. There were no injuries reported. The customer later stated the leak was due to a crack in the reservoir most likely because of its age (wear and tear) and eventually needed replacing. The customer replaced the cracked reservoir and resolved the issue. No service was requested. The customer stated the unit is in full operation.

Manufacturer narrative:
Equipment evaluated at the customer site. The customer replaced the cracked reservoir and returned the unit to full operation. The customer repaired the unit.